Event description:
It was reported to philips that device displays error "cannot locate mpm application.exe please re-apply latest software update." No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.